Event description:
The patient had a fall on (B)(6) 2023. The shock impedance began reading >150 ohms on (B)(6)2023. No noise is seen on the rv channel, threshold is normal and within range. Rep will discuss next steps with the physician. Lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Lead was explanted on (B)(6) 2023 due to fracture the device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Lead was explanted on (B)(6) 2023 due to fracture. Upon receipt, the lead under complaint was found cut 55 cm proximal to the lead tip. Only the distal lead fragment with inserted extraction tool was returned and subjected to an extensive analysis. In the course of the analysis, the ligature marks were noted 34 cm proximal to the lead tip. Furthermore multiple abrasion marks along the lead fragment were noted. In particular 12 cm proximal to the lead tip the insulation was found rubbed through. In this region the inner conductor coil showed signs of abrasion. The conductor cable to the shock coil was fractured in this region. This damage can be considered the root cause for the observed shock impedance >150 ohms. The characteristics of the damage indicate severe mechanical stress of the lead in the implanted state. Interaction with another implantable device, such as a nearby lead, should be taken into consideration. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.